Manufacturer narrative:
(B)(4). It is unknown which of two devices were involved in the reportable migration. Another device is tgm343420e/18301719. The investigation is in process. The event date will be used as the best estimate- (B)(6) 2018.

Event description:
On (B)(6) 2018, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat an acute type b dissection. Reportedly, the aorta, immediately distal to the left common carotid artery (lcca) measured 28-29mm and 34mm conformable gore® tag® thoracic endoprostheses were utilized. On (B)(6) 2018, during the 1 month follow up, it was noticed a distal device migration more than 10mm and the device appeared closer to the coeliac artery. According to the physician, the patient is doing well and there are no clinical sequelae. The physician is not planning to do any reintervention and said that it was just an observation.

Event description:
On (B)(6) 2018, during the 1 month follow up, it was noticed a distal device migration more than 10mm and the device appeared closer to the coeliac artery.

Manufacturer narrative:
Corrected information: b3: event date. B5: event description. Additional information: images were sent to gore for analysis. Images provided were pre-implant CT dated (B)(6)2018 and post-implant CT (B)(6)2018. Pre-implant CT showed that diameters in the 2 cm distal to the left common carotid artery (lcca) was ranged from 33 mm ¿ 34 mm on max diameter. The length from the lcca to the proximal tear appears to measure ~ 21 mm along the outer curve. Post-implant CT dated (B)(6)2018 showed that the length from the lcca to the proximal end of the implanted device appears to measure ~ 18 mm along the outer curve. The lcca to the distal end of the implanted devices appears to measure ~ 28 cm along the outer curve. The length from the proximal end of the implanted devices to the distal end of the implanted devices appears to measure ~ 26 cm along the outer curve. Imaging was unable to confirm distal migration of the implanted devices as the procedural images were not available to compare to. According to the conformable gore tag® thoracic endoprosthesis instructions for use, sizing guide, the 34mm gore tag® thoracic endoprosthesis is intended to be used in aortic diameters ranging from 27-32mm. According to the conformable gore® tag® thoracic endoprosthesis complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to migration.

Manufacturer narrative:
This report is being sent as a retraction to the initial report. It was found that gore® tag® conformable thoracic stent grafts with active control were used during the procedure. A gore® tag® conformable thoracic stent graft with active control system is not commercially available in the USA. Based on this additional clarification, the event no longer meets the criteria of a reportable serious injury, therefore gore is retracting this report.

Event description:
This report is being sent as a retraction to the initial report. It was found that gore® tag® conformable thoracic stent grafts with active control were used during the procedure. A gore® tag® conformable thoracic stent graft with active control system is not commercially available in the USA. Based on this additional clarification, the event no longer meets the criteria of a reportable serious injury, therefore gore is retracting this report.